Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated several signs of abrasion. In the distal part, a rubbed through insulation was found. This insulation damage can be considered to be the root cause for the observed noise issues as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 49 months after the implantation oversensing on ventricular channel with inappropriate shocks was observed. No other adverse patient side effects were reported.